Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead was explanted due to an infection.

Manufacturer narrative:
Analysis was normal. No anomaly was found.